Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2009, the patient underwent the following procedures: l2, l3, l4 and s1 laminectomy with bilateral l2, l3, l4 and s1 foraminotomies and left l2/3, l3/4 and l4/s1 medical facetectomies, l2/l3, l3/l4 and l4/s1 posterior lumbar interbody fusion using bone morphogenic protein and local bone with placement of peek spacers, bilateral l2 to s1 posterolateral fusion using bone morphogenic protein and local bone, bilateral l2, l3, l4 and s1 pedicle screw fixation using peek rods to treat the following pre-op diagnosis: lumbar degenerative discs disease, lumbar foraminal stenosis, per operative notes: allograft sizer was used to determine an 8 mm height x 22 mm length graft would best fit this space. Therefore an 8 mm height x 22 mm length interbody spacer was filled in its center with some local bone and bone morphogenic protein. The rest of the bmp sponge was wrapped around some local bone and stuffed down into the anterior portion of the disc space. This was then followed by the capstone graft filled with bmp and local bone. The graft was countersunk a few millimeters. These same steps were then carried out to place a 12 mm height x 26 mm length graft into the l2, l3 and l3/4 disc spaces. These grafts were also combined with bone morphogenic protein and local bone a 5.5 mm diameter x 55 mm length screws was placed down the pedicle of l2 on left without difficulty. The same steps were carried out to place a 5.5 mm diameter x 55 length screw down the pedicle of l3 on the left. It was seen that some of the screw did breach through the medial portion of the pedicle. Therefore, this screw was removed and then advanced in a more vertical trajectory. After this new placement it was within the pedicle without any breakout. The same steps were carried out to place 5.5 mm diameter x 50 mm length screws down the pedicles of l4 and s1 on the left hand side. The same steps were then carried out to place 5.5 mm diameter x 50 mm length screws down the pedicles of l4 and s1 on the right and 5.5 mm diameter x 55 mm length screws down the pedicles of l2 and l3 on the right. Next, 110 mm peek rods were then opened and placed on the screws heads bilaterally. Locking caps were provisionally placed on the screws heads. Compression was then placed across each of the screw heads to place compression over each of the interbody grafts. After this was done, the screw heads were tightened and broken off in the usual fashion a combination of bone morphogenic protein, sponges and local bone was then laid down in the posterolateral gutters bilaterally. The patient tolerated the procedure well. There were no complications. The patient returned to his bed in stable condition. No other information was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a l2-3, l3-4, l4-5, l5-s1 plif using peek cages and rhbmp-2/acs, bilateral l2 to s1 posterolateral fusion using bone morphogenic protein and local bone, and bilateral l2, l3, l4, and s1 pedicle screw fixation using peek rods. It was reported that the patient suffered dysphagia post-operatively.

Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion using rhbmp-2/acs. The patient's post-operative period was marked by severe pain. Following the surgery the patient suffered from autonomic neuropathy, small fiber neuropathy, peripheral neuropathy, muscle atrophy and nerve damage, inflammatory reactions, chronic radiculitis, retrograde ejaculation, sterility, osteolysis (bone resorption), displacement or migration of the spacer cage, pseudoarthrosis, dysphagia, difficulty breathing, difficulty gripping and holding items, and chronic pain. The patient now suffers from bone overgrowth causing nerve compression and chronic pain and radiculitis.